Event description:
Clinical randomized study. During a coronary artery drug eluting stenting treatment procedure mild withdrawal resistance was experienced after a taxus express2 8.8% 2.25x12mm drug eluting stent failed to cross the lesion. The index procedure treated six target lesions. Seven taxus express2 stents were implanted in five of the six lesions, and were not related to this event. The target lesion associated with this complaint was located in the left posterolateral artery (lpl). The lesion was 99% stenosed, greater than 20.0 mm long with heavy calcification. The physician attempted to direct stent the lesion with one taxus express2 8.8% 2.25x12mm drug eluting stent. According to dr, he was not able to place the device without ballooning. The device was retrieved and it was noted that the taxus stent had bent distal struts upon retrieval from the guiding catheter. The vessel was then expanded and another stent taxus express2 2.25x12mm was implanted successfully. No complications were noted as a result of this event and the patient was discharged in good condition 4 days later receiving ace inhibitors, asa, thienpyradine antiplatelet and statin.